Event description:
It was reported that "blood leakage was observed probably from the connection between om-2 cable and the optical module connector during use." The catheter was used in coronary artery bypass surgery. No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 non-edwards connectors were returned for evaluation. A non-edwards introducer with attached contamination shield was located on the catheter body between 30.5 and 89 cm from the catheter tip. No packaging was returned. As received, the contamination shield was completely broken off around the proximal side of the connector. The contamination shield and introducer were removed for evaluation. A puncture, less than 0.5 mm long, was found on the catheter body at 21 cm proximal from the catheter tip. During examination, the thermal filament cover was found damaged with what appeared to be scratch marks around the puncture. The thermal filament cover was found torn at back side of the puncture. Blood was observed on the optical module connector and around the puncture. The puncture entered the distal and optical fiber lumens. The proximal injectate and proximal infusion lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of ¿blood leakage was observed¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.